Event description:
It was reported that during a cholecystectomy, the stopcock broke. There was no adverse pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.